Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 with vasoshield. Upon extending the hempro device to divide a tributary it was noted by the harvester that the conduction prongs had separated from the jaws. No pieces broke off and fell inside of patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for investigation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Charred blood and tissue were observed on the heater wire. The heater wire was observed to be flexed away from the jaw and detached at the tip of the jaw and remained attached at the base of the jaw. No other visual defects were observed. Based on the results of the investigation, the reported complaint "bent wire" is confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 with vasoshield. Upon extending the hempro device to divide a tributary it was noted by the harvester that the conduction prongs had separated from the jaws. No pieces broke off and fell inside of patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The heater coils separated from the insulation on the jaws.